Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the issue 'malfunctioning soft key (top row, third key)' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad which requires replacement to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump soft key (top row, third key) malfunctioned during programming/setup. There was no patient involvement. No additional information is available.